Event description:
The customer reported that an 840 ventilator had an inoperable display while in use on a patient. The patient ws not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction and replaced the power supply. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).